Manufacturer narrative:
This report is submitted on january 08, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2017, and the patient was re-implanted with a new device during the same surgery.